Event description:
On (B)(6) 2014, it was reported that paramedics tested the patient's blood glucose level and got a result of 300 mg/dl on the compact plus gt system. The patient had symptoms of low blood glucose and the paramedics did not treat the patient for high or low blood glucose. The patient arrived at the emergency room 20-30 minutes later and his blood glucose was tested with a result of 30 mg/dl, taken with an unknown meter, and the patient was treated for the low blood glucose level. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.